Event description:
The customer reported that they did not receive a advia centaur cortisol urgent field safety notice (B)(4) that was distributed to customers in march 2012. There was no report of adverse health consequences.

Manufacturer narrative:
Urgent field safety notice ((B)(4)) was provided to the customer.